Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to pericardial effusion and rv non-capture at 7.5v was noted. Review of the june 19 presenting electrogram (egm) showed good capture, however the july 27 egm showed non-capture. This rv lead was surgically abandoned and replaced the next day. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and therapy was downgraded to a pacemaker system during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital due to pericardial effusion and rv non-capture at 7.5v was noted. Review of the june 19 presenting electrogram (egm) showed good capture, however the july 27 egm showed non-capture. This rv lead was surgically abandoned and replaced the next day. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and therapy was downgraded to a pacemaker system during the same procedure. No additional adverse patient effects were reported. Additional information received reported that pacing system analyzer (psa) testing of this right ventricular (rv) defibrillation lead prior to lead revision confirmed there was intermittent rv non-capture at 7.5v @ 1.5ms. Lead to header connections were checked and confirmed to be intact. No additional adverse patient effects were reported other than effusion and drainage, which had resolved. It was suspected that the lead tip had caused a microperforation, resulting in the reported pericardial effusion. However fluoroscoping imaging, x-ray, and echocardiogram were inconclusive, and there was no clear indication whether the rv lead had moved forward or the screw had changed position prior to lead revision.